Manufacturer narrative:
Returned for evaluation was a 10cm x 4f microaccess sheath/dilator set. The sample was forwarded to angiodynamics' supplier for a device evaluation and root cause summary. Based on the supplier's evaluation, the customer's reported complaint description is confirmed. Per the supplier's evaluation, it was determined that the tubing tore just below the handle (hub) but did not pull out of the handle. The root cause for the reported complaint description cannot be definitively determined. As suggested by the vendor, a possible contributing factor could be due to user technique in twisting the hub. A review of the device history records was performed for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Complaint # (B)(4).

Manufacturer narrative:
The reported defective device has yet to be returned to the manufacturer for a device evaluation. The firm is attempting to obtain the device. An investigation into the root cause for product problem is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. A review of the device history records was performed for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications.

Event description:
As reported on (B)(6) 2015, patient of unknown age and gender presented for a unknown procedure. When the treating physician was inserting the device, the hub of the introducer detached from the shaft. The treating physician successfully removed the shaft from the patient utilizing a hemostat and a wire. The device was set aside adn a new of the same was used to successfully complete the procedure. The device was set aside, and a new of the same device was used to successfully complete the procedure. The patient suffered no harm or injury due to the event. It was reported the disposable device is available for return to the manufacturer for a device evaluation.